Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the upper trigger on the device did not return to original position when released, failed power check with test bench and leaked air at hose connection. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on from use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the upper trigger on the compact air drive device did not return to the original position when released. It was further noted that the device leaked air at the hose connection. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.